Manufacturer narrative:
The facility has confirmed that this device has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made.

Event description:
It was reported that during a rotational atherectomy procedure, the burr became stuck in the lesion and required surgical removal. The two lesions being treated were located in the severely calcified circumflex artery. The physician treated the proximal lesion first, and then proceeded to the distal lesion. The rpms reached are unk, however it was reported that the physician did not adhere to no greater than 5000 rpm drop from platforming speed recommendation as noted in the directions for use. Upon completion of the treatment of the distal lesion, the physician was removing the burr in dynaglide mode and rotation stopped. The burr became stuck on the distal portion of the proximal lesion and could not be removed. The pt remained stable during the attempts to remove the burr. The pt was then taken to surgery and a coronary arterial bypass graft was performed successfully. No pt complications were reported, and pt status was reported as 'fine'.